Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (adjust belt messages/service code 204) has been confirmed. Upon investigation the cable connecting ECG "c" and ECG "d" was pulled from the strain relief, damaging wires in the cable. Additionally, the trunk cable connector latches were broken. The root cause for the strained cable and broken connector was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt and reported that the belt was causing adjust belt messages and a service code 204 (belt/monitor unusable).